Event description:
It was reported that the patient underwent surgery in (B)(6) 2025 about 1 months later, the implanted titanium boards were found broke. A second surgery was performed to remove the breakage boards. The patient is currently stable.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: post-op breakage. It was reported that the patient underwent surgery in (B)(6) 2025. About 1 months later, the implanted titanium boards were found broke. A second surgery was performed to remove the breakage boards. The patient is stable currently. The product was not returned to j&j medtech orthopedics, however photos were provided for review. The photo investigation revealed that the plates were broken from the third insertion hole. The broken fragments were observed on the photo evidence. While no root cause can be established with the available information, factors such as the patient's age, underlying disease, bone density, or a possible early weight-bearing, could have led to implant failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the matrixmand mini-tensionpl broad centre 3 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Part:04.503.752. Lot:24810p3. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 27 jun 2024. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
Additional information received states that the event date should be updated to (B)(6) 2025. After investigation, the patient underwent "extended resection of mandibular facial tongue mass, extended resection of floor of mouth mass, extended resection of left pharyngeal fat mass, extended resection of buccal mass, partial resection of hyoid bone, radical removal of cervical lymph nodes, and mandibular split" in the hospital on (B)(6) 2025 due to "maxillofacial tumor". The surgeon used 04.503.752 for left mandibular fixation during the surgery, and the specific surgical process and postoperative rehabilitation treatment were unknown. On (B)(6) 2025 (9 days after surgery), the doctor found that the mandibular splitting site was misaligned during ward round. After CT examination, it was found that two 3 + 3 hole titanium plates were broken. Therefore, on (B)(6) 2025, the patient underwent a second surgery to replace the titanium plate, and the specific surgical process was unknown. The patient is currently in a stable condition, no subsequent adverse event reports have been received.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d10 (concomitant). Corrected: b3, e4. Recaptured codes on h6 (type of investigation). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.